Manufacturer narrative:
Batch review performed on 08 april 2026 gmk-sphere 02.12.0311fr gmk-sphere tibial insert - flex s3r - 11 mm (k140826) lot 2005738: (B)(4) items manufactured and released on 23-jul-2020. Expiration date: 09-jul-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review root cause:the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 5 years and 2 months from the primary, the patient came in presenting anterior knee pain and instability. The surgeon revised the patient`s natural patella and the insert for stability (from 11mm to 12mm). The surgery was completed successfully.